Event description:
On 2024-12-26, a physician contacted berlin heart gmbh clinical affairs to report that the patient, who was originally implanted on (B)(6) 2024 with excor system in bi-vad configuration, had cardiac tamponade and went to the or on (B)(6) 2024. The site reported that the problem was of high c-reactive protein (crp) and procalcitonin, along with negative cultures. The patient experienced an acute cardiac tamponade secondary to sepsis. The site also reported that there were problems with filling in left excor blood pump pu valves; 25 ml in/out; ø 9 mm; lvad sn (B)(6). Based on the patient's history, the patient received a blood transfusion on (B)(6) 2024 due to the decrease of hemoglobin. The problem with the incomplete fill of the pump was resolved and the patient recovered. The blood pump pu valves; 25 ml in/out; ø 9 mm: lvad (sn (B)(6) and rvad (sn (B)(6) are still in use on the patient since (B)(6) 2024.

Manufacturer narrative:
The excor blood pump pu valves; 25 ml in/out; ø 9 mm; lvad sn (B)(6) was in use on the patient from (B)(6) 2024 to date. The affected pump, sn (B)(6) remains on the patient and continues to be monitored. The event occurred on 2024-12-25, which is (12 days) after the pump was placed on the patient. We have reviewed the production records of the excor blood pump and the pump was produced according to our specification. The other pump rvad, sn 2021707 associated with this event will be submitted as 3004582654-202-00007.